Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date (09/2020). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided kidney biopsy in normal density tissue, both slides on the device allegedly self-activated. A coaxial was not used and the procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an ultrasound guided kidney biopsy in normal density tissue, both slides on the device allegedly self-activated. A coaxial was not used and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one maxcore biopsy needle was returned for evaluation. The top slide self-activated during the drop test. An x-ray of the device showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the right bumper was overlapped by the spring. Based on the finding that the top slide self-activated, the investigation is confirmed for self-activation of the cannula. The investigation is inconclusive for the reported self-activation of the stylet as functional evaluation could not be completed due to the identified self-activation of the cannula. The overlapped bumper likely contributed to the incomplete cannula tang engagement and self-activation. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.